Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle device after a diagnostic heart cath procedure using a 5f sheath. Reportedly, the prostyle device was loaded onto the guide wire when it was noted that the suture and knot were hanging out of the distal guide. The device was never deployed. Another prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. Returned device analysis noted blood on and in the device. Follow-up with the account confirmed that the device was advanced over the wire. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported ¿suture and knot were hanging out of the distal guide¿ was confirmed. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The reported suture and knot were hanging out of the distal guide was most likely resulted from handling such that the plunger may have been inadvertently pushed during device advancement attempt. The subsequent treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.